Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3ct tls stylet. Usage residues were observed on the sample. A break was evident in the distal end of the stylet. The distal fragment (approximately 2cm in length) was not returned for evaluation. Several kinks were evident in the distal end of the sample, appearing to occur between each remaining magnet. The distal end of the sample exhibited a curved shape memory. The break in the outer sheath appeared irregular. Microscopic inspection of the distal end of the stylet confirmed that the sheath break exhibited irregular edges. Material deformation and discoloration were observed in the sheath in the vicinity of the break. The sample was received with two radiographic images depicting the upper right side chest of a patient. A small radiopaque v-shaped object was visible near the collar bone. If the object was the missing fragment of stylet, it appeared to be kinked. The characteristics of the break in the stylet appeared typical of a break caused by tensile stress. It appeared that during attempted insertion, the distal end of the stylet became stuck. Subsequent pulling resulted in the observed break.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
On (B)(6) 2015 - it appears that part of the sherlock (3cg) stylet broke off during an insertion. The insertion was completed yesterday, (B)(6) 2015 and the registry PICC rn confirmed that she reportedly did have a hard time advancing and the PICC did get hung up. When she pulled it back, she noticed the tip was allegedly missing. The tip (approx. 1 cm) supposedly remains in the patient.